Event description:
It was reported to philips that a provided mrx battery (B)(4) was not charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in five of the led indicators illuminating, indicating the battery was received with a minimum of 80 percent capacity. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 15.91v. Upon installing the battery in a mrx reference device, multiple test shocks were completed and the outputs were found to be within a passing range. When the battery was then inserted into a cadex charger, it was recognized by the unit and appeared to charge as expected. Although the component was able to charge, it was noted that the battery manufacturing status ¿cal_en¿ was flagging in a reset mode when received and remained unchanged after successful calibrations. As a result, the battery was determined to be faulty and the component was scheduled to be returned to the vendor.

Manufacturer narrative:
Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the cal_en flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a provided mrx battery (B)(6) was not charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated the codes to coincide with the failure analysis of the returned component.

Event description:
It was reported to philips that a provided mrx battery ((B)(4)) was not charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.